Event description:
It was reported the ipg was explanted due to several recorded power on resets and no telemetry or output during follow up. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.